Manufacturer narrative:
Device passed displacement test. Device received with cracked case battery tube and cracked case corner of belt clips rails noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had reservoir lip ring damaged. The customer's blood glucose was 144 mg/dl at the time of incident. The customer reports that insulin pump got a crack from the clip rails reaching to back. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.